Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the complaint device it can be seen that the first diameter and the first step of the drill bit are missing, this thus confirming the complaint description. Furthermore the instrument has some dents at the coupling part; otherwise the article is in good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in may 2016. No non-conformance reports were marked in the DHR during production. The hardness was measured when the parts got manufactured; the measurements were within the specification. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed on part # 03.037.022, lot # f-19288: manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 09-may-2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion of left femoral nail (trochanteric fixation nail-advanced (tfna)) - prophylactic femoral fixation on (B)(6) 2017, while reaming of femoral head/neck prior to insertion of the tfna head/neck screw the tip (less than 3mm of metal) of the cannulated stepped drill bit snapped inside the patient and was unable to be retrieved. The surgeon commented that the patient has ++ hard bone and did not think it was an instrument failure as such. The surgeon tried for approximately 5-10 minutes to retrieve the snapped piece of drill from the patient¿s femoral head but was unsuccessful so decided to continue with the procedure inserting the head/neck tfna screw as per technique. There were no issues with insertion of this screw and the procedure continued as planned. The surgery was delayed by approximately 10 minutes in total as a result of this drill bit tip snapping off inside the patient. The surgeon believes this event will not result in any adverse outcome for the patient. Tip of cannulated stepped drill bit remains in patients femoral head, attempted to retrieve but unable. Procedure completed successfully. Concomitant device reported: tfna fenestrated screw 80mm - sterile (part # 04.038.180s, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).